Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.

Event description:
The string detached from the cotton part [device breakage]. The cotton never came out [foreign body in reproductive tract]. Case narrative: on 24-dec-2023, a spontaneous report was received from a consumer, regarding a 26-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as using for years, relative to 24-dec-2023), the consumer started use with playtex sport plastic, unscented. On 24-dec-2023, after starting the product, the consumer took her tampon out and the string detached from the cotton part, so the cotton never came out. The patient had to go to the emergency room to get it taken out. She had been using the product for years and this had never happened before. She was very disappointed and thought it was extremely dangerous. As of 24-dec-2023, the status of product use was not reported. No additional information was provided.